Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Their sensor glucose was 42 mg/dl and their blood glucose was 96 mg/dl. The customer was advised that sensor would be replaced. The sensor will be returned for analysis.